Manufacturer narrative:
During the eval of the device at a third party service center, the customer¿s complaint was confirmed. The ventilator¿s blower motor was replaced to address this issue.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.